Manufacturer narrative:
Motor error alarm received during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor alarm due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Insulin pump would be replaced.